Manufacturer narrative:
H3: one device was received for evaluation service history review identified there was no indication that the complaint was related to a service of the device in the past 12 months. The customer issue was duplicated. The issue was determined to be caused by a no functional air detector and was resolved by replacing the air detector. The device was submitted for functional and delivery tests after repair activities and shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that the pump did not pass the air in line test, since it warns for air even if there is no air in the hose. There was no patient involvement.